Event description:
Tscrews broken, will monitor pt he patient underwent anterior cervical discectomy and fusion from c5-c7. Obvious non-union @ c6-c7 has allowed asymmetric strain on the c6-c7 interspace with obvious disc space collapse and bilateral screen failure. Significant obliquity to plate placement has led to asymetric strain on the screws.